Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast surgery with a mentor siltex round moderate profile, 325cc saline breast implant experienced right- sided deflation postoperative. The issue was discovered intraoperatively. As a result, patient underwent right-sided capsulotomies, and bilateral replacements as follow: l/ cat#: 3505001bc, sn#: (B)(4), r/ cat#: 3505001bc, sn#: (B)(4) on (B)(6) 2021.

Event description:
It was reported that a female who underwent an unspecified breast surgery with a mentor siltex round moderate profile, 325cc saline breast implant experienced right- sided deflation postoperative. The issue was discovered intraoperatively. As a result, patient underwent right-sided capsulotomies, and bilateral replacements as follow: l/ cat#: 3505001bc, sn#: (B)(4), r/ cat#: 3505001bc, sn#: (B)(4) on (B)(6) 2021.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).